Event description:
The ICD system involved in this report was implanted on (B)(6) 2007. Upon interrogation of the associated ICD on (B)(6) 2012, it was observed that shocks had been delivered during the follow-up period, but warnings related to low shock impedance had been displayed, and delivered energy was 0.0j (as observed in the scanned printouts received). Explanations were requested of the manufacturer. During the re-intervention on (B)(6) 2012, blood was reportedly observed under the defibrillation lead insulation; since electrical values were normal, the physician first wanted to repair it with silicone glue. Finally, he added a pace/sense lead to replace the pace/sense portion of the subject lead, and replaced the ICD (refer also to MDR: 9610579-2012-00082; ovatio vr6250, sn (B)(4)). A lead related problem is suspected due to the displayed warnings.

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united sates. Analysis is pending.